Event description:
The user facility reported, the following incident: the pt was prepped for an implantation of an osvii valve system. The package was opened, and the valve was yellow in color. The physician and or nurse called integra to find out if they should use the valve as it was the only one that they had. The doctor decided not to use the valve; this caused a delay of about 30 minutes in procedure time. The doctor decided to use another MFR's system. Product is available for return.

Manufacturer narrative:
The device is expected to be returned for eval. An investigation has been initiated based upon the reported info.